Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump also had moisture damage to the motor, battery tube and the vibrator assembly. No button error alarm could be verified due to a blank display. The insulin pump was received with corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin was exposed to moisture and is now experiencing button error and blank display. Customer states she went swimming in the ocean and did not realize she was still wherein the insulin pump. Immediately after coming out of the ocean customer mentioned she received a button error on the pump and then the screen went blank. The customer blood glucose level at the time of the event was 224 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.